Event description:
It was reported that the right ventricular (rv) lead had loss of capture with high impedance and high threshold. The patient also received appropriate therapy. The physician determined there was a loose set screw and a revision was planned to reset the lead. The lead remains in use and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dvbc3d4, implantable cardioverter defibrillator, (B)(6) 2013. (B)(4).